Manufacturer narrative:
Updated information from investigation conclusion: additional information received on the 30 mar 2022 indicates the 'adverse event (ae) - headache' is possibly related to the study procedure and is possibly related to the evolve flow diverter study device. The ae resulted in treatment. A concomitant or additional treatment was given due to this ae.

Event description:
It was reported that post a successful procedure during a clinical trial for an aneurysm in the internal carotid artery-clinoid (c5 segment), the subject had visual disturbance. This was described as intermittent left eye flashing lights like a shooting star. The visual disturbances had no associated symptoms. On eye examination, a normal retina with no issues was found. A diagnostic test for antiplatelet efficacy was also performed where the pru level was 52. The event was reported as recovering/resolving. In the site physician's opinion, this event was not related to the subject flow diverter as it was contralateral. Cec adjudicated this event as possibly related to the subject flow diverter, long sheath, catheter and micro catheter. Additional information received from the site on 05-apr-2022 confirmed that the headache was a non-serious in nature and tylenol 650 mg was prescribed per site entry.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While additional information originally stated the ¿event is not related to the study device. The justification provided for this change is ¿after gathering more information, the pi has stated that it is contralateral and not related.¿ cec (imr) decision with making this event possibly related to the evolve study device and also stryker accessory device. Complaint of visual scotoma in contralateral eye but no imaging available to exclude non-ocular causes. There was no diagnostic imaging performed after event, however a diagnostic test for antiplatelet efficacy was performed where the ¿pru level on (B)(6) 2021 results = 52¿. There were no associated symptoms reported, however the patient ¿reports intermittent left eye ¿flashing lights¿, ¿like a shooting star¿. The eye exam (B)(6) with the optometrist stated 'normal and no issues¿. On the (B)(6) visit ¿it has improved.¿ the patient outcome after the adverse event is that it is ongoing and indicated as ¿recovering/resolving¿. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Device is implanted in patient.

Event description:
It was reported that post a successful procedure during a clinical trial for an aneurysm in the internal carotid artery-clinoid (c5 segment), the subject had visual disturbance. This was described as intermittent left eye flashing lights like a shooting star. The visual disturbances had no associated symptoms. On eye examination, a normal retina with no issues was found. A diagnostic test for antiplatelet efficacy was also performed where the pru level was 52. The event was reported as recovering/resolving. In the site physician's opinion, this event was not related to the subject flow diverter as it was contralateral. Cec adjudicated this event as possibly related to the subject flow diverter, long sheath, catheter and micro catheter.